Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing were performed and failed due to perpetual rebooting. An attempt to retriever the receiver logs by opening the device to unplug and plug battery cable was performed and failed. The receiver log was not downloaded and reviewed due to perpetual rebooting. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.